Manufacturer narrative:
Correction: h7 and h9 (the reported lot was not part of the field action). Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in september 2024. H11: seven (7) devices were received for evaluation. Visual inspection was performed on the returned samples. Various types of foreign material, including dark spots, dark fibers, fiber fragments, and a brownish-red particulate, were observed enclosed within the sealed product packaging. These materials were found on the outside of the tubing, white connector, and white spike flange, and in all cases were determined to be outside the fluid pathway. Overall, the observations were limited to external product components, with no foreign matter identified within the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information for b3: the issues were observed as of 10 january 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) exactamix non-vented high-volume inlets had particles/hair/fibers either in the inlets or the packaging. This was found while inspecting the devices. There was no patient involvement. No additional information is available.